Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors were observed on the right ventricular (rv) lead. Additional information was requested but was not available. No intervention was performed; the patient was in stable condition and will continue to be monitored.